Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for routine follow-up. Upon device interrogation, the left ventricular lead exhibited high capture thresholds. Chest x-ray revealed micro dislodgement. On (B)(6) 2016, the left ventricular configurations were changed. The patient was in stable condition and would continue to be monitored.